Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. The reported lock line break was confirmed; however, a definitive cause could not be determined. Furthermore, the reported mechanical jam appears to be a procedural condition of the lock line breaking during clip opening. However, the reported failure to adhere or bond to leaflet could not be tested, and a definitive cause could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported in this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. A clinically significant delay in the procedure was noted; however, the patient was confirmed to be clinically stable post procedure. No additional information was provided. Concomitant medical products: mitraclip system, steerable guide catheter, implanted mitraclip (x2). The clip delivery system was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system (50512u149) referenced is filed under a separate medwatch MFR number.

Event description:
This is filed to report that during an attempt to open the clip (51009u158), the lock line broke resulting in failure to open the clip. The clip was deployed on only one leaflet, which is considered a permanent impairment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and a moderate prolapse. The first clip was deployed and the mr was reduced to 3. The second cds (50512u149) was advanced to the left atrium (la); however, during the first attempt to open the clip, the clip failed to open. Troubleshooting steps were performed. During incremental retractions of the lock lever, the lock line broke. The cds was removed and replaced. A new cds was advanced. The clip was implanted, reducing the mr to 3. Another cds (51009u158) was advanced to the mitral valve leaflets. Two grasps were performed without sufficient reduction in mr. During the third grasping attempt, the posterior leaflet could not be grasped for an unknown reason. While opening the clip, the lock line broke. The clip was attempted to be opened, but this was unsuccessful. The anterior leaflet was fully inserted; therefore, the clip was deployed only on the anterior leaflet. The lock lever cap was removed; approximately 30 cm of the broken lock line was removed from one end, and the other end was retracted successfully. The procedure was discontinued. Three clips had been implanted, reducing the mr to 3.